Manufacturer narrative:
Concomitant medical products: event estimated date. The additional proglide device is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, prior to an interventional procedure. Reportedly, during knot advancement the suture broke. The other proglide device was used with the same results. Two new proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.